Event description:
On 19mar2024 additional imaging confirmed that the cardiomems sensor had migrated from the left pulmonary artery to the right ventricle. On 14jun2024 the healthcare provider reported that they believed the cardiomems sensor was laying on the pacemaker/ICD rv lead causing the pacemaker to pick up inappropriate ectopy. The healthcare provider reported that the patient experienced no adverse consequences related to this issue. On 18jun2024 the site performed a rhc to remove the cardiomems sensor but was not successful. The healthcare provider is considering possible replacement of the pacemaker/ICD lead.

Event description:
On (B)(6) 2024 additional imaging confirmed that the cardiomems sensor had migrated from the left pulmonary artery to the right ventricle.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.